Manufacturer narrative:
A review of the manufacture records could not be conducted because the lot number was not available. Cine images received of wire in patient.

Event description:
The procedure was a successful placement of a right internal jugular power port. Per procedure notes: an 0.018 soft tip micropuncture guidewire was inserted into the internal jugular vein (ijv) under fluoroscopic guidance. In spite of multiple attempts, the 0.018 could not be passed inferiorly into svc through lateral approach. Access was again obtained in the internal jugular vein, this time with an 0.018 nitrex guidewire, which was passed into the lumen of the ijv. The wire would again not pass inferiorly. The distal tip of the wire became embedded into the medial wall of the superior vena cava (svc). The access needle was removed. However, the distal tip of the nitrex wire remained embedded in the wall of the ijv, and the wire became uncoiled. The radiopaque distal segment of the wire remained within the lumen of the vein, and the thin, uncoiled portion of the nitrex wire extended along the prior course of the access needle. A small skin incision was made and the wire localized surgically. A clamp was placed on the wire, and a significant portion of the wire was removed. However, before all could be removed, the wire fractured. The distal, radiopaque tip remained embedded in the wall of the ijv. My attention was then turned to the intravascular portion of the wire. Under ultrasound guidance, a micropuncture set was utilized to gain access in the more superior right internal jugular vein. Next an 0.035 j wire was advanced into the ivc, and a 7f access sheath placed in the svc. Subsequently, a 1.5 cm snare was utilized to grasp the segment of the wire within the lumen of the ijv. This segment of the wire was subsequently removed. Despite numerous attempts, the thin, uncoiled portion of the wire again fractured, and could not be removed. Several times the residual portion of the wire was grasped, but with small amounts of pressure the wire again fractured. Post procedure images demonstrated two segments of very thin radiopaque wire remaining projecting over the right lung apex, measuring 2cm in length and 5cm in length. The most medial portion of the retained wire remains in the peripheral endoluminal ijv. Thin, short segments retained wire fragments in the soft tissues of the base of the neck, with a short segment likely remaining in the lumen of the internal jugular vein. Post procedure the patient tolerated the procedure well without distress or any signs of immediate complications.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
One image of a reported fragment of the distal portion of a device was received. The supplied image prevents confirmation of the product or definitively characterizing the device failure.